Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 545 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with manual injection and insulin pen. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the insulin pump had insulin flow block alarm. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit and the insulin exit. Troubleshooting was performed. The insulin pump will not be returned for analysis.